Manufacturer narrative:
Evaluation summary: initial communication with the user facility indicated that there were no problems with the generator. The electrosurgical generator worked well during the procedures. Requested to test the electrosurgical generator. User facility returned the electrosurgical generator that was involved in burn with a patient. Visual inspection showed upon receipt, the electrosurgical generator was not in working condition. One of the circuit boards was out of it's socket and the main fuse holder was broken. The bottom right side cover showed paint chips removed. Photographs were taken of the item before any repairs were made. The user facility was contacted prior to any repairs. The damage appeared to have occurred through mis-handling in transit. The electrosurgical generator was repaired, calibrated and function test performed. The patient plate receptacle was checked and found to be in working condition. Unit is functioning to specification. Cause of event: another device caused failure.

Event description:
Diagnostic laparoscopy procedure performed with unipolar electrocautery on patient. At 1555, the patient was in the recovery room and complaining of pain on right shoulder, burn discovered at that time on right shoulder. Adapter from the patient dispersive pad that connects to the patient plate adapter on the electrosurgical generator did not have a complete connection.